Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 43 mg/dl. Food and juice were consumed to address the bg. The customer thought the low bg was due to changing the infusion set site. No reported device issue with the infusion set site. The customer declined tandem technical support's offer to troubleshoot. The customer had discussed the type of infusion set used with a healthcare provider.